Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported error 23118 on the universal surgical manipulator (usm) arm 1. Attempts to move the usm through its range of motion and perform a hard power cycle on the patient side cart (psc) did not resolve the issue, as the error returned on startup. The site elected to continue using a three-arm system and requested a field engineer (fe) to inspect the system. The procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 23118 error was triggered indicating fault. The usm was then installed onto a patient fixture test platform (pftp) where pitch back calibration was found to be failing on the pitch conditional variational autoencoder (cva) and searchlight with 23118 error. During testing, the pitch motor module cva, pitch searchlight and searchlight flat flex cable (ffc) was tested and the error on pitch back calibration remained. The printed circuit assembly (pca) was tested and the pitch back calibration test passed, verifying the pca as the source of the fault. As a result of these findings, failure analysis was able to conclude that the pca was found to be the root cause of the reported event.